Event description:
IV sites started at 09 on 9/23 leaking at 02 9/24. Site started at 02 9/24 leaking by 0940 9/24. No sign of infiltration, fluid leaking at insertion site through skin. Good blood return from both sites.